Manufacturer narrative:
One suspected device was received for evaluation. Upon visual evaluation, downstream occlusion seal was noted to be cracked. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer complaint was confirmed. Downstream occlusion seal was replaced. The pump passed functional and accuracy testing after repair.

Event description:
It was reported that cadd solis pump had damaged and cracked downstream occlusion seal. There was no patient involvement.